Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having difficulty charging the ipg as it was too deep. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was reportedly doing well postoperatively.